Event description:
This complaint is from a literature source. The following literature cite has been reviewed: lee sj, yoon ks. Two-stage total hip arthroplasty following skeletal traction after extensive soft tissue release for severe limb-length discrepancy. Hip int. 2021 mar;31(2):223-230. Doi: 10.1177/1120700019865742. Epub 2019 jul 21. Pmid: 31328568. Objective and methods: this retrospective study evaluates 2-stage tha results following limb lengthening via skeletal traction after extensive soft tissue release in 24 hips with pre-existing ddh or sepsis causing severe lld implanted between 2004 to 2015. The patients received the thas in two-stages. In the first stage, extensive soft-tissue release was performed. Then the patient was put into traction for two weeks to lengthen the shortened leg. In stage two, the patients received the tha. The authors utilized 2 competitor cemented stems with competitor acetabular components, 9 s-rom/duraloc option ceramic on ceramic (coc) tha, 1 s-rom/pinnacle coc, 8 summit/duraloc option coc. 2 trilock/pinnacle coc, and 2 summit/pinnacle coc thas. There is insufficient information within the text of this article to determine adverse event according to device manufacturer. The actual number of depuy products associated with each reported adverse event is unknown. As there is insufficient information to determine the complications/adverse events as they relate to a specific device or manufacturer, this complaint will capture one ip for each tha components and all patient harms with a quantity of one. Lot, model and catalog number are not available, but the suspected depuy device possibly associated with reported adverse events: and unknown femoral stem, ceramic femoral head, ceramic acetabular liner, acetabular cup, and femoral s-rom sleeve. Adverse event(s) and provided interventions associated with depuy devices: 2 instances of non-union of osteotomy site treated with stem revision. 1 superficial wound infection treated with surgical debridement and component retention. 3 cases of radiologically identified heterotopic ossification- no treatment specified.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. This complaint was opened to document complaints derived through a journal article review. Follow-ups were done to try and obtain additional information from the author of the journal article. No further information was received. Device history lot : a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.